Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain, neuropathy, appendectomy, cholecystectomy, tonsillectomy, microdiscectomy and ovarian cyst. Concurrent conditions included gerd and vitamin d deficiency. Concomitant products included bupropion (wellbutrin), colecalciferol (vitamin d), diclofenac, esomeprazole magnesium (nexium), gabapentin, methocarbamol and pramipexole dihydrochloride (mirapex). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy prolonged bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping, lower abdominal pain / pain"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics and surgery (to remove the essure implant, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, anaemia and fatigue outcome was unknown and the abdominal pain lower, weight increased, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic infection, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ovary shows scattered corpora albicans. Left ovary shows cystic follicles, a hemorrhagic luteal cyst, a resolving luteal cyst and scattered corpora albicans. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Ultrasound scan vagina - in 2013: 2013, transvaginal ultrasound (tvu) results of essure confirmation test: other- typically they do not call unless there is a problem and I did not hear from them so I assume everything was alright. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea,anemia,menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr were added. Patient demographics were added. Abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), fatigue were added. Previously reported event heavy prolonged bleeding and weight increased outcome was updated to recovered from unknown. Lot number was added. Lab data was added. Concomitant diseases and historical conditions were added. Previously reported event heavy prolonged bleeding coded to genital hemorrhage was replaced to event menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain, neuropathy, appendectomy, cholecystectomy, tonsillectomy, microdiscectomy and ovarian cyst. Concurrent conditions included gerd and vitamin d deficiency. Concomitant products included bupropion (wellbutrin), colecalciferol (vitamin d), diclofenac, duloxetine hydrochloride (cymbalta), esomeprazole magnesium (nexium), gabapentin, methocarbamol, misoprostol, montelukast (singulair), pramipexole dihydrochloride (mirapex) and pregabalin (lyrica). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy prolonged bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping, lower abdominal pain / pain"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and back pain ("low back pain"). The patient was treated with antibiotics and surgery (to remove the essure implant, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, anaemia, fatigue and back pain outcome was unknown and the abdominal pain lower, weight increased, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic infection, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date also reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: 2013, transvaginal ultrasound (tvu) results of essure confirmation test: other- typically they do not call unless there is a problem and I did not hear from them so I assume everything was alright. On an unspecified date, unspecified examination: right ovary shows scattered corpora albicans. Left ovary shows cystic follicles, a hemorrhagic luteal cyst, a resolving luteal cyst and scattered corpora albicans. Current weight 239 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Concomitant drug and event low back pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain, neuropathy, appendectomy, cholecystectomy, tonsillectomy, microdiscectomy and ovarian cyst. Concurrent conditions included gerd and vitamin d deficiency. Concomitant products included bupropion (wellbutrin), colecalciferol (vitamin d), diclofenac, esomeprazole magnesium (nexium), gabapentin, methocarbamol and pramipexole dihydrochloride (mirapex). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy prolonged bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping, lower abdominal pain / pain"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics and surgery (to remove the essure implant, hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, anaemia and fatigue outcome was unknown and the abdominal pain lower, weight increased, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic infection, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ovary shows scattered corpora albicans. Left ovary shows cystic follicles, a hemorrhagic luteal cyst, a resolving luteal cyst and scattered corpora albicans. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Ultrasound scan vagina - in 2013: 2013, transvaginal ultrasound (tvu) results of essure confirmation test: other- typically they do not call unless there is a problem and I did not hear from them so I assume everything was alright. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea,anemia,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping, lower abdominal pain / pain"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic infection, genital haemorrhage, abdominal pain lower, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, pelvic infection and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.